Event description:
A customer contacted beckman coulter inc. (Bec) hotline to report a leak from the unicel dxi800 access immunoassay analyzer. The customer wore personal protective equipment to clean the spill. No injury or exposure was reported.

Manufacturer narrative:
The customer on (B)(6) 2011 informed a bec field service engineer (fse) that the leak was occurring at the sample wash tower. The fse verified the wash tower vacuum pump was failing to turn on. The fse replaced the vacuum pump and verified the fluidics system was performing within specification and was not leaking. Hardware is the root cause of this event. (B)(4).